Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions."

Manufacturer narrative:
Follow up medwatch is being filed for additional information received after initial report was filed.

Event description:
It was reported that patient enrolled in clinical study, underwent left total hip arthroplasty (B)(6) 2003. A subsequent revision was performed (B)(6) 2012 due to pseudotumor. The head was removed and replaced. No further information has been provided.